Event description:
(B)(4). Half of the forceps broke off in patient during surgery. The surgeon was able to retrieve the broken piece out of patient. Performance report no device is being returned for evaluation. On 01aug17 changed the pae question 2 to yes. (B)(4).